Event description:
As reported by navilyst medical's distributor in (B)(4), a hospital which utilizes a navilyst convenience kit experienced leaking and air entering the system. This occurred when a flush device positioned between a manifold and a fluid delivery set was removed, and the fluid delivery set was connected directly to the manifold side port. No pt injury resulted from this event. The used devices have been returned to navilyst medical for eval.

Manufacturer narrative:
The devices used in the reported event have been returned to navilyst medical, but their eval is still on-going. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).